Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 210 mg/dl. The customer successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted.